Manufacturer narrative:
This report is filed (B)(4) 2016.

Manufacturer narrative:
This report is filed april 11, 2016.

Event description:
Per the clinic, the patient experienced headaches, pain and dizziness with device use. Subsequently, the patient was hospitalized from (B)(6) 2015, due to the dizziness, and was treated with anti-vertigo medication. On (B)(6) 2016, the device was explanted. Re-implantation is planned, however has yet to occur as of the date of this report, april 11, 2016.